Event description:
It was reported that the camera head had intermittent imaging issues in preparation for an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed, the lights turned on and off intermittently due to a damaged connector. In addition, the following reportable malfunctions were identified during the device evaluation: poor color image due to a faulty charged coupled device (ccd). Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had intermittent imaging issues in preparation for an unspecified therapeutic procedure. There were no reports of patient harm.